Event description:
The end user's mother, who is the caregiver reported via email that there was bleeding with the removal of one of the company's known dressing. She used company's known dressing on her son's buttock wound. She stated that, if she had to remove the dressing too early, he would get minute bleeding, even if trying to remove slowly by starting at the end edge like the directions said to. It was reported that the end user was wheelchair bound. The company's known dressing still pulled and stuck to the skin and caused minute bleeders. He had developed a pressure mark and was on blood thinners due to heart issues. The end user¿s mother stated that when the dressing wrinkled or folded up because he was so bothered by the pressure, he started boosting, then when assistance was provided to remove the slacks, the underwear was also stuck to the outside of the patch. She had to slowly peel the underwear off the outside of the dressing and then after removing the underwear, had to cut a large piece of the dressing off and replace it by cutting another one to the size that was cut off, leaving the other on. She had made her own patches with adhesive bandages hurt free nonstick pads and applied them with pain-free removal tape, but end user said that was too uncomfortable. When they could get the air right in the cell seat and the end user wore the dressing, he never complained, but it was trial and error. The end user skin was so sensitive, and she had tried multipurpose moisture barrier on its own, but it dried and made the skin scaly and itchy. As per the end user¿s mother, the dressing worked the best and she had tried everything. If she could just have gotten it to not wrinkle, even in the morning after sleeping and not moving it due to it being stuck to the underwear and lifted off partially. She was not sure why the outside of the underwear stuck to the dressing, when it was not the side that went on the skin. Sweating too much perhaps was the cause. She could not confirm how long the dressing was in place prior to removal. Also, as per the end user¿s mother, the source of bleeding was peri-wound skin bleeding and the condition of the skin prior to dressing application was very sensitive and had been notably dry and flaky, with increased perspiration due to humid weather. It was suggested these symptoms might indicate a possible fungal infection, which made skin more vulnerable to injury, and to follow up with doctor of medicine (md). It was also suggested that the company¿s known skin barrier wipe and adhesive remover, moistening the company's known dressing with water during removal, another dressing option with no adhesive to wound interface, or non-adhesive dressing but to discuss with healthcare professional (hcp) first. The end user continues to use the product but was advised other recommendations or to discontinue if end user's caregiver feels adhesive is too strong. The product was not used by patients. No photo is available at this time.

Manufacturer narrative:
D4: the part number / model number, lot number or product sizing information for product unfortunately was unknown. The end user's caregiver only stated that duoderm dressing was used, although the complainant was unable to provide the exact icc (product reference code). Therefore, the nearest model number 187957 has been captured. Name of bandage: band-aid (adhesive bandages) and nexcare (waterproof bandages). Name of ointment: calmoseptine (multipurpose moisture barrier ointment). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.